Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not receive a bp signal from the training module when testing. The unit would not display the signal on the screen. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Corrected fields - h6 (remove 3331 from type of investigation). A getinge field service engineer (fse) evaluated the unit and was not able to duplicate the reported issue. The unit performed as it should according to the service manual recommended test. Fse tested the ¿front end¿ board that receives the bp signal and calibrated unit that can output 0-300. Fse delivered all bp options and the instrument was able to display properly. Fse measured the voltage from my test points on the board and they were in spec and also utilized patient trainer to deliver various bp signals. The unit recognized the signals and delivered inflation and deflation of the balloon based on the waveform displayed. Verified with customer while on site that cable may have been the issue. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.